Event description:
Pt admitted to hospital (B)(6) - c/o melena, sob, diaphoresis and headache. During admission was found to have lvad driveline bacterial infection and presumed thrombus in lvad device. He was treated with antibiotics and IV thrombolytic medications. His condition deteriorated when he had sustained arrythmia requiring defibrillation, intubation and large doses of vasopressors. The patient had full resuscitation efforts, but eventually expired.